Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received information that a red alert was detected due to high out of range pacing impedances on this implantable cardioverter defibrillator (ICD) and competitor right ventricular lead. A follow up took place no noise was seen and upon opening the pocket visual inspection of the lead and device connection appeared normal. The setscrews were loosened and the lead was tested with a pacing system analyzer (psa) which showed normal values. The competitor lead was re-connected to the device and normal values were seen. A possible lead issue or a connection issue was suspected. At this time the device and competitor lead remain implanted. No adverse patient effects were reported.